Event description:
It was reported that the bd syringe with luer-lok¿ tip was "too tight" to push during use. This occurred on 48 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "too tight to push difficulty".

Manufacturer narrative:
H.6. Investigation summary: one photo sample was provided. It shows a 20ml syringe on top of the packaging blister top web. The plunger rod-rubber stopper is at 5.5ml mark of the scale. It could have happened that not enough silicone was applied to the inner side of the barrel making difficult the plunger rod movement. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see section h.10.

Manufacturer narrative:
Additional information device available for eval yes, returned to manufacturer on: 2020-04-23. Investigation summary one photo sample was provided. It shows a 20ml syringe on top of the packaging blister top web. The plunger rod-rubber stopper is at 5.5ml mark of the scale. In addition, one sample was received on (B)(6) 2020 . The sample came in an opened packaging blister. The plunger rod- rubber stopper is all the way down. The plunger rod- rubber stopper was pulled up to the 20ml mark. The sustaining force was measured giving 2.2 lbs and pass within the product specification . The specification value is 2.5lb. The sample is within specification therefore, the reported issue could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that the bd syringe with luer-lok¿ tip was "too tight" to push during use. This occurred on 48 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "too tight to push difficulty".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe with luer-lok¿ tip was "too tight" to push during use. This occurred on 48 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "too tight to push difficulty".